Event description:
No additional information

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported: ¿caroboplatin secondary texium tubing that came from pharmacy connected to primary tubing. Two drops of chemo came out between the secondary tubing and texium connection that is to be glued into place. Carboplatin tubing clamped and medication removed returned to pharmacy. Texium connection slightly crooked upon visualization, rn able to remove texium connection and align correctly into male/female connection. (B)(6) in pharmacy disposed of bag/tubing and new bag carboplatin made.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.